Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Please see updates.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating, the reported issue occurred on (B)(6) 2022, during maintenance and there was no patient involvement. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the picture flicker and loss of image were due to a defective receptacle. The root cause of the defective receptacle was unable to be identified. Additionally, it¿s likely the intermittent front panel light was due to a defective printed circuit board (cp board), which was caused by a ceiling plate substrate failure. The root cause of this event was unable to be identified. During the device evaluation, it was found that the white balance button was deformed and there was corrosion found on the housing and front panel. However, these defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the image with the visera pro video system center was flickering with movement of video connector due to corroded contact pins. Upon inspection of the customer¿s returned device it was observed, image was unavailable due to defective receptacle and the front panel light was glowing intermittently due to a defective control panel (cp) board. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunctions, the following evaluation findings were observed: corrosion was found on the access point (ap) board, corrosion was found on the flat cable, and one groove of the front panel was found broken. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.